Event description:
It was reported per field service report: symptom - drain failure on patient. No harm to patient. Removed from patient. Findings/action taken: biomed confirmed drain failure alarm. The field service representative (fsr) had the biomed clean the pcs (pneumatic control switch) valves, check the water bottle and crimp lines. The biomed called back and said he was now getting a he (helium) loss alarm. The fsr and biomed were troubleshooting for leaks; both think the pcs is the problem. The biomed will call me when they decide on the repair. As a result, the pump was switched out successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is no harm to the patient. The delay or interruption in therapy was approximately one minute while switching out the pumps. It was noted that the software level is 2.23. Additional information received on (B)(4) 2012 from the fsr stated that he was going to visit today to see if anything else may be wrong with the pump. A service contract is needed. It sounds like the problem is with the pcs. The biomed and fsr were unable to run the pump long enough to confirm the drain failure alarm because of the helium loss alarm. When he did visit the hospital, he was unable to look at the pump because he was told it was in pieces. They did not allow him to check the pump. The biomed director told him the decision to purchase a service contract had not been made yet. She said it may take anywhere from 3, 5, or six months for the contract approval. No parts will be returned at this time.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.